Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) drainage procedure performed on (B)(6) 2025. During the procedure, the stent was properly secured to the scope without any issues. During the second step, when attempting to release the first flange, the catheter did not retract properly. The retraction was insufficient to fully release the distal flange. In an attempt to exchange the device, the physician tried to insert a wire through the dedicated lumen, but friction occurred, making it impossible to position the wire and maintain access. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes) was updated. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. Visual inspection revealed the stent to be partially deployed, with multiple holes observed on the first flange. Functional inspection was subsequently performed. The catheter was unlocked by sliding the catheter lock to the right, after which the catheter control hub was moved up and down. During this process, resistance was noted as the catheter passed through the luer. The stent hub was then advanced from the second to the fourth position, resulting in full stent deployment. During deployment, buckling of the inner sheath and bunching of the stent wires were observed. Additionally, a functional test was conducted to advance a guidewire. The device was loaded with a guidewire; however, the guidewire did not exit through the device nose cone. The inability of the guidewire to advance was attributed to damage identified in the inner sheath. Product analysis confirmed the reported events of stent partially deployed, sheath difficult to retract and device difficult to advance guidewire. Stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. The investigation concluded that the additional reported events and observed damage of the inner sheath were most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician. On the other hand, the event of additional device required could not be confirmed as it happened during the procedure and there is not an objective evidence or descriptive conditions to establish the cause of the reported event. Taking all available information into consideration, the overall root cause of the reported events is known inherent risk of device. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the IFU as a possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. Visual inspection revealed the stent to be partially deployed, with multiple holes observed on the first flange. Functional inspection was subsequently performed. The catheter was unlocked by sliding the catheter lock to the right, after which the catheter control hub was moved up and down. During this process, resistance was noted as the catheter passed through the luer. The stent hub was then advanced from the second to the fourth position, resulting in full stent deployment. During deployment, buckling of the inner sheath and bunching of the stent wires were observed. Additionally, a functional test was conducted to advance a guidewire. The device was loaded with a guidewire; however, the guidewire did not exit through the device nose cone. The inability of the guidewire to advance was attributed to damage identified in the inner sheath. Product analysis confirmed the reported events of stent partially deployed, sheath difficult to retract and device difficult to advance guidewire. Stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. The investigation concluded that the additional reported events and observed damage of the inner sheath were most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician. Taking all available information into consideration, the overall root cause of the reported events is known inherent risk of device. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the IFU as a possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) drainage procedure performed on (B)(6) 2025. During the procedure, the stent was properly secured to the scope without any issues. During the second step, when attempting to release the first flange, the catheter did not retract properly. The retraction was insufficient to fully release the distal flange. In an attempt to exchange the device, the physician tried to insert a wire through the dedicated lumen, but friction occurred, making it impossible to position the wire and maintain access. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted gastric to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) drainage procedure performed on (B)(6) 2025. During the procedure, the stent was properly secured to the scope without any issues. During the second step, when attempting to release the first flange, the catheter did not retract properly. The retraction was insufficient to fully release the distal flange. In an attempt to exchange the device, the physician tried to insert a wire through the dedicated lumen, but friction occurred, making it impossible to position the wire and maintain access. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
. Imdrf device code a15 captures the reportable event of stent partially deployed.